Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple occlusion alarms occurred. Blood glucose was approximately 330 mg/dl. A system check was performed and the occlusion was found to be within the cartridge. The cartridge was changed to address the event and insulin delivery was resumed.